Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-04594 addresses the other device. It was reported to boston scientific corporation (bsc) that an endostat iii electrosurgical unit and an endostat iii foot switch were used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the system failed to deliver energy in monopolar modes. The non-bsc snare and grounding pad were replaced, which did not resolve the issue; therefore, the procedure was completed with a different endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-04594 addresses the other device. It was reported to boston scientific corporation (bsc) that an endostat iii electrosurgical unit and an endostat iii foot switch were used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the system failed to deliver energy in monopolar modes. The non-bsc snare and grounding pad were replaced, which did not resolve the issue; therefore, the procedure was completed with a different endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found the foot switch to be in good condition, and both pedals functioned properly. During electrical evaluation, the foot switch wires were manipulated during energy delivery, but no issues with output were noted. The unit and foot switch passed the endostat iii return evaluation procedure and met all specifications. The condition of the returned device was not consistent with the complaint that the system failed to deliver energy in monopolar modes; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified serial number.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. Device code 459 relates to 1211 for the reported event: system failed to deliver energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.